Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) levels ranged from 209 (mg/dl) to greater than 400 (mg/dl). The customer's high bg level was addressed by changing the cartridge and delivering a correction bolus. Reportedly, the customer was able to load a cartridge successfully, and had insulin pens available for alternate insulin therapy.